Event description:
It was reported that the patient experienced phrenic nerve stimulation. X-ray revealed lead dislodgement. The lead was was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.